Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer's blood glucose (bg) level. A system check was performed, and the pump performed as intended. Customer successfully resumed insulin deliveries after the system check.

Manufacturer narrative:
Device not returned.